Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A case manager at nursing home reported patient is currently on her 3rd device. The current device is not working as well as the previous device. The caller reports the therapy is working slowly, not eliminating enough urine as she drinks. The caller also reported she is getting poor communication on the patient programmer, it was noted the dressing is present on the newly implanted site. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.